Event description:
It was reported that a sudden drop in r-waves was observed. Lead damage suspected. X-ray was inconclusive. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported low threshold was not confirmed in the laboratory. The returned piece of the distal end exhibited normal electrical characteristics. Visual evaluation noted an outer insulation hole adjacent to the rv shock coil.